Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: unknown. Additional initial reporter phone#: (B)(6). Device manufacture date: unknown. Investigation summary: level a investigation complaint evaluation / complaint history check for the event(s) that occurred. Severity: s_2__; occurrence: unable to perform complaint lot history check due to an unknown lot number for bending during use pe & breaks off during use pe. Investigation summary: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. If samples are received in the future the complaint will be reopened for further investigation. Unable to perform DHR check due to an unknown lot number for bending during use pe & breaks off during use pe. Investigation conclusion: as no samples and/or photo(s) were received the investigation concluded: unconfirmed: bd was not able to duplicate or confirm the customer¿s indicated failure as no samples or photos were returned. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. Root cause description: root cause cannot be determined at this time as the issue is unconfirmed as no samples or photos were returned. Rationale: based on the investigation, no additional investigation and no CAPA is required at this time.

Event description:
It was reported that pen ndl 32g 4mm hp 100 box 1200 ca was bent and broke off inside the stomach. This occurred on 3 occasions during use. The following information was provided by the initial reporter: material no. 320555 batch no. Unknown. It was reported that needle was bent a broke off in stomach. This pr (B)(4) records issues of bending during use and breaks off during use for consumer. Verbatim: consumer called on 01-09-2020 to inquire about the replacement he was offered; however, could not locate his file. Contacted marketing regarding his sample. Samples were mailed to him with an email notification. Consumers reply stated he was having an issue and he was offered to get a replacement. Entering it on snow on (B)(6) 2020 issue: called consumer back he stated couple of weeks ago, he reported needle being bent and broke off on his stomach. Occurence: 3. He was able to remove the needle. He also reported his partner stated same thing happened with the needle being bent and broke off on his skin as well, he was able to remove it. Occurence: 4. Total of 7 needle were bending and breaking off came from the same box. Offered to send the replacement. Read privacy statement to confirm the address. Also, stated 2 packs of samples for nano pro being sent to him as well.